Event description:
Rptr states, "both positioning tabs broke off on insertion." An alternate device was available to complete the surgery and was implanted. There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.

Manufacturer narrative:
The results of the MFR's evaluation suggest that this event is not device related, and there is insufficient information provided to determine an accurate cause.